Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a fall and the patient stated the scs ipg shifted and began causing pain. In turn, surgical intervention was taken wherein the patient's scs ipg was repositioned. Follow up identified the patient was doing well postoperatively.

Event description:
Further follow-up confirmed surgical intervention resolved the issue.